Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited air/water cylinder had foreign objects, air/water tube had foreign objects and inside the light guide lens had foreign objects. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. A definitive root cause was not identified. However, based on the results of the investigation, the root cause of the foreign material found in the air/water cylinder and the air/water channel could not be determined. It is unknown if the reprocessing steps deviated from the instruction manual, and no physical damage was confirmed at the location where the foreign material was found. Regarding the malfunction involving stains inside the light guide lens, it is likely that humidity invaded the light guide lens, leading to corrosion. This could have been caused by applied physical stress to the distal end, such as hitting or dropping, and/or the light guide lens glue peeling off due to chemical stress from solutions used for the device. The events can be detected and prevented in accordance with the following instructions for use (IFU). Instructions for use (IFU) states that detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Instructions for use (IFU) states that preventive measure in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Instructions for use (IFU) states that detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.